Manufacturer narrative:
Device was discarded; unable to follow up. No conclusion can be drawn at this time.

Event description:
Lobectomy/pneumonectomy. First two firings performed normally. On the third firing, across the base of the lung to complete the transection, staples were under-formed and an air leak was detected. Sutures were used to reinforce the staple line.